Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("excessive and abnormal bleeding") and haemorrhagic ovarian cyst ("reproductive system disorder or condition- type of disorder or condition: hemorrhagic right ovarian cyst") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included uterine bleeding, meniere's disease, insomnia and uterine fibroids. Concomitant products included ibuprofen and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea(cramping)") and vertigo ("neurological conditions or problems (vertigo)") and was found to have uterine leiomyoma ("tumor/teratoma/cancer (uterine leiomyoma ¿fibroids)"). On (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pollakiuria ("bladder or urinary problems or changes"), micturition urgency ("urinary urgency"), sleep disorder ("other injuries (sleep disturbance)"), pelvic pain ("pelvic pain") and urinary incontinence ("bladder incontinence"). The patient was treated with surgery (ablation/dilation and curettage and hysterectomy and unilateral salpingo-oophorectomy ¿ righ). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, haemorrhagic ovarian cyst, abdominal distension, uterine leiomyoma and sleep disorder outcome was unknown, the menorrhagia, genital haemorrhage, dyspareunia, fatigue, vaginal haemorrhage, dysmenorrhoea, vertigo and pelvic pain had resolved and the pollakiuria, micturition urgency and urinary incontinence was resolving. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, menorrhagia, micturition urgency, pelvic pain, pollakiuria, sleep disorder, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: result: final diagnosis: endometrial scrapings: - moderately disordered proliferative endometrium - negative for malignancy. Ultrasound pelvis - on (B)(6) 2009: result: pelvic ultrasound clinical history: aub, suspect fibroid, bleeding after intercourse. Comments: fib. Uterus. Pt has essure that is seen in the lt tube today. Bilateral single ov. Cyst.; on (B)(6) 2012: result: there is an 8.1 cm fibroid in the uterus which is larger than previously. The right ovary has a 2.9 cm cyst with a fluid level, and the left ovary is normal.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: pfs received with her demographic details were updated. Race information added. Other hcp added. Aka name added. Product indication updated. Suspect drug implant date updated from (B)(6) 2010 to (B)(6) 2009. Following events were added: abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, urinary urgency, dysmenorrhea(cramping), neurological conditions or problems (vertigo), tumor/teratoma/cancer (uterine leiomyoma ¿fibroids), other injuries (sleep disturbance), pelvic pain, reproductive system disorder or condition- type of disorder or condition: hemorrhagic right ovarian cyst, bladder incontinence and she did not underwent an essure confirmation test. Event outcome added for pelvic pain, fatigue, painful intercourse/dyspareunia, dysmenorrhea(cramping), neurological conditions or problems (vertigo), excessive and abnormal bleeding, abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes,urinary urgency and bladder incontinence. Concomitant medications were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Update of FDA codes and device problem codes, addition of ptc global number. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.